Event description:
The manufacturer was notified on (B)(4) 2014 that mitroflow valve (lxa size19) was explanted after 3.4 years due to severe stenosis.

Manufacturer narrative:
Result : the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. The photographic investigation showed the presence of calcium depositions on the free margins and on the commissures of the valve.

Manufacturer narrative:
This mitroflow valve was explanted after 3 years and 5 months due to a reported stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors (hypertension, atherosclerosis3 and light kidney disease4) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size19) was explanted on (B)(6) 2014 after 3.4 years due to severe stenosis.